Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to methicillin-resistant staphylococcus aureus infection. In addition, this pacemaker was then used as an external temporary pacing device. There were no additional adverse patient effects reported. The product remains in service.

Event description:
Additional information indicates that the product was no longer being used as an external temporary pacemaker as a new system was implanted. No additional adverse patient effects were reported.